Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection occurred approximately six weeks post-implant and the incision was visibly open. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. The patient was treated with antibiotics, blood cultures were negative with a low white blood cell count. A new system was implanted the following week. No further patient complications have been reported as a result of this event.